Manufacturer narrative:
(B)(4). The biomed stated that they were going to order a new gas delivery engine.

Event description:
Biomed reported a unit that would not operate, and he felt that it was the gas delivery engine (gde). He didn't have any other details regarding this incident. No pt involvement.